Event description:
It was reported that the customer was having trouble with the insertion of his sensor. Customer stated that when he was off the sensor he experienced a low blood glucose reading and almost crashed. Customer also mentioned a sensor error alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.